Event description:
Pt came back for surgery in 2003. (After bipolar arthroplasty in 2002) initially surgeon performed closed reduction but unsuccessful. Surgeon proceeded with revision bipolar hip arthoplasty.